Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipeline devices failed to open distally. It was reported that two pipeline devices failed to open distally after unsheathing and secondary maneuvers to try to get the distal edge open. Both devices were removed. The two pipeline devices were 5mm by 16mm. The new pipeline that was used was a 47 5mm by 16mm, which was deployed with no issues. It was unknown if the pipeline was positioned in a bend. The pipeline was resheathed less than or equal to two times. No additional steps or other devices were used to open the pipeline. The pipelines were used on label and prepared as indicated in the IFU.  Ancillary devices include: a sheath and a marksman 027.

Manufacturer narrative:
H3: two pipeline flex embolization devices and a marksman catheter were returned for analysis within a shipping box and within resealable plastic biohazard bags. Visual inspection/damage location details: no device malfunction was reported for the marksman catheter. In addition, the model and lot numbers were not provided. Therefore, compatibility could not be assessed. The pipeline flex was returned within marksman catheter. The pushwire was found to be extending ~48.3cm from marksman hub and ~0.6cm from distal tip. No bends or kinks were found with the pipeline pushwire. An attempt to remove the pipeline from the marksman; however, the attempt was unsuccessful. The marksman was then dissected (cut) to further analyze the pipeline. The hypotube and ptfe were found to be intact. The distal segment of pipeline was inadvertently detached during removal from marksman. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be present but not intact. The dps sleeves and tip coil were not returned. The proximal braid end was found to be opened and frayed. The distal braid end was found to be opened and frayed. No other anomalies were observed. The pipeline flex as sembly was not returned. Due to the condition in which the braid was returned, the proximal and distal braid ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No device malfunction was reported for the marksman catheter. No damages were found with the marksman hub; however, the pipeline flex pushwire was found extending ~48.3cm from the marksman catheter hub and ~0.6cm from distal tip. The marksman total length was measured to be ~158.3cm. The marksman useable length was measured to be ~150.6cm. The marksman catheter body was found to be kinked at ~3.6cm from distal tip. No damages were found with the distal tip; however, what appeared to be saline residue was found within distal tip. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as each braid end of the pipeline flex braids were found to be fully open. Possible factors for failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.